Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with an unformed clip in a plastic bag and a photo shown evidence of a scissor clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The photograph was reviewed by ees field quality engineer and the following observations and comments were provided: "note: the following orientations based on the subject clips position within the picture frame. The clip leg of the upper clip passing under the artery appears to have remained in its associated clip track during the firing sequence longer than the top clip leg since it appears to be in line with the closed end of the clip. The clip leg of the upper clip passing on top of the artery appears to have been skewed toward the top on the picture. Not in alignment with the closed end of the clip. This type of misalignment is sometimes referred to as a scissor clip. The clip's legs appear to be relatively even in length. This would indicate that both jaw halves were allowed to move freely. It is common for one of the clip's legs to appear longer than the other if one jaw half is restricted in movement and the other not." Summary: "based on what I can tell from the picture and my experience. It is my opinion the malformed clip was the result of an interaction as described below. The artery may have been pushed downward on the lower jaw half keeping the associated clip leg within the clip track longer than the upper clip leg during firing. This may have occurred inadvertently while attempting to get better visibility of the jaw tips. Couple this scenario with some rotational movement induced while attempting to gain better visibility may have caused the upper leg to be rotated out of alignment with the lower clip leg, results a malformed (scissored) clip."

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired the first clip cut the vessel. They then noticed that the clips were scissored. They placed another clip on the vessel from a new like device and complete the procedure. There was no bleeding reported or patient consequence.

Manufacturer narrative:
(B)(4).